Event description:
A fallopian tube clip was being applied and closure was accomplished. The fallopian tube and clip would not readily release from the applicator. Some manipulation of the device was necessary to free the structure. No pt problem were reported.